Event description:
Customer discovered that while performing pre-use checks, that the ventilator was overpressuring and activating the upper pressure limit alarm. The biomed could not calibrate the expiratory pressure transducer. No pt involvement or injury.